Event description:
The customer stated she was hospitalized. The reported blood glucose reading was 51 mg/dl. The customer stated she thought the insulin pump was the cause of the event. The phone call was disconnected before any troubleshooting could be performed. Numerous attempts were made to reach the customer to complete troubleshooting; however, the customer was not able to be reached. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best our knowledge.